Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019, and it was determined that device associated with this event is a non-mentor device. Therefore, no further reporting or investigation into this event will be performed by mentor. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.